Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from extreme pain, discomfort, soreness, malaise, swelling, immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and elevated metal ion levels. Update 1/7/13 - ppd received. Part/lot for the right and left hips have been udpated. There is no new information that would change the outcome of the investigation. Update rec'd 6/1/2015 - medical records received for right hip revision from legal. Upon revision, synovitis, osteolysis and corrosion on the trunnion were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on 06/17/15.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases identified no other reports against the product and lot code combination. Review of provided medical records finds from a medical perspective, with the very limited amount of medical records reviewed, it is not possible to determine if the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.